Event description:
It was reported that the patient presented for remote follow up via merlin.net with an implantable cardiac monitor that exhibited under-sensing. Programming changes were made. The patient was in stable condition.